Event description:
Following a service request, we received this device and discovered that there was a defect in the blower. Lmt tried to get more information about this defect and tried to find out if there was an injured person. Despite repeated enquiries, lmt has not received any information about an injured party.